Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a male pt who received super poligrip original denture adhesive cream ((B)(4)) as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included super poligrip (formulation unk) and fixodent. On an unk date, the pt used super poligrip original denture adhesive cream at unk dosing. At an unk time after using super poligrip original denture adhesive cream, the pt experienced nerve damage, zinc toxicity, weakness, and hand and feet numbness. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced "zinc toxicity and extensive nerve damage resulting in symptoms that include weakness and numbness in the left hand and left foot." The pt experienced "severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." The pt's damages were permanent and "will continue into the future." Medical records received (B)(6) 2010: on (B)(6)2006, the pt was seen with a two to three month onset of right hand numbness and weakness. It was felt the pt had hnspp, a hereditary neuropathy in the family of charcot marie tooth type disorders. On (B)(6) 2008, the pt was seen for numbness and tingling that had begun in (B)(6) 2006. The numbness was of the ulnar distribution in the right hand without any associated weakness. Emg showed right ulnar neuropathy with moderate conduction block and axon loss. It was felt to be consistent with hereditary neuropathy. F/u info was received on (B)(6) 2010 via medical records. This case was upgraded to medically serious. On (B)(6) 2008, the pt was seen in a neurology consultation for numbness. A previous electromyography (emg) showed a diffuse sensorimotor peripheral polyneuropathy. There was segmental demyelinating type. This was felt to be consistent with hereditary neuropathy with susceptibility to pressure palsies (hnspp). During the consultation, the pt noted a transient left lower extremity weakness when urinating. The pt's history of ulnar neuropathy had resolved clinically. The pt also had a history of mild carpal tunnel syndrome (cts). The pt had difficulties with walking. On (B)(6) 2010, the pt had a history of possible neuropathy mainly on the left part of the body that comes and goes. The pt had a history of use of denture cream resulting in a recent lawsuit against the company. The pt had a consult to assess blood levels for zinc and copper.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).